Event description:
It was reported that noise and low, out of range hv impedance were observed during a routine follow-up. The device was explanted with no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of low hv lead impedance and noise were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.